Event description:
Customer reported that the device delaminated along the edge of the device where cuts/trims had been made. No adverse patient consequences were reported.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.